Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak. About a week after pump implant, the patient started experiencing symptoms. She went to the emergency room (ER) and found that the catheter had pulled out of her spine. It was curled up at the lumbar area. The patient was leaking spinal fluid ¿all over the gurney¿. The patient was leaking spinal fluid on (B)(6) 2013. Four days later, the patient had a surgery. It was stated that ¿they had to redo the whole thing¿. Since then the pump, the pump worked great. There were no problems. The healthcare provider (hcp) ¿went in and checked it again¿ to make sure everything was in place and it was. It was noted that the event was not the fault of the manufacturer or the surgeon. The patient had a lot of surgeries and, due to the scar tissue, it was difficult for the hcp to ¿bolt it in¿. It was nobody¿s fault except for ¿my stupid spine¿. It was noted that manufacturer representative were at both surgeries. The device system was used to deliver bupivacaine and morph ine.